Event description:
I have used fixodent approximately 2 years. I was diagnosed with neuropathy. I cannot walk on my own any more. I am in wheelchair. Dose or amount: denture cream; frequency: once daily; route: oral. Dates of use: (B) (6) 1997 - (B) (6) 2010. Event abated after use stopped or dose reduced: no.